Manufacturer narrative:
(B)(4). The customer returned one guide wire and product lidstock for analysis. No definite signs of use were observed. Visual analysis of the guide wire revealed one kink/bend towards the distal j-bend. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 415mm from the proximal weld. The guide wire length measured 455mm, which is within the specification limits of 450-458mm per the guide wire product drawing. The guide wire outer diameter measured 0.79mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was passed through a lab inventory arrow raulerson syringe (ars)/18ga introducer needle subassembly. Little to no resistance was encountered as the guide wire passed completely through the assembly. Performed per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal j-bend. Despite the damage, the sample met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Therefore based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "on the weekend, we had to put a central line in someone and the guide wire in two of the packs were kinked, one was kinked while inside the patient and the whole thing needed to be removed in order to get it out and they had to go to a different site all together." The patient's current condition is reported as "fine".associated MDR number: 9680794-2024-00792

Manufacturer narrative:
(B)(4).

Event description:
It was reported "on the weekend, we had to put a central line in someone and the guide wire in two of the packs were kinked, one was kinked while inside the patient and the whole thing needed to be removed in order to get it out and they had to go to a different site all together." The patient's current condition is reported as "fine". Associated MDR number: 9680794-2024-00792.